Event description:
The customer tested her glucose using her contour meter and another meter (brand unk). The contour read 122 mg/dl, while the other meter read 302 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.